Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain use. It was reported that the patient was in the hospital and the pump malfunctioned and the patient overdosed. The patient representative stated they were trying to get hold of a medtronic representative to come down to the hospital to try to turn the pump off and see if there is anything medication left in the pump. The patient representative mentioned that they found the patient in bed blue and cold on wednesday morning and they knew it was the pump, so they hit the patient with narcan 3 times. The ambulance had to come and deliver narcan through ivs. They were able to get the patient to come to but now the patient has kidney damaged. The patient was redirected to their healthcare provider to further address the issue. The agent provided the patient representative (rep) with the national answering service (nas) and the nas numbers for the healthcare provider office to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.